Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV infusion order was to alternate one liter bag of 0.45%ns and one liter bag of d5.45% ns based on lab value. The primary nurse noticed one liter bag appearing to infuse faster than the set rate and the second IV bag level was rising. She removed both bags and started new. No patient harm was reported by the customer.

Manufacturer narrative:
The customer's report of a primary check valve issue was not confirmed, and testing of the returned part from supplier indicated a passed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that during transport a particulate could have been dislodged.